Manufacturer narrative:
"Plant" investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
This peritoneal dialysis (pd) patient reported going to the ER with high fever and disorientation. The patient was diagnosed with peritonitis and admitted to the intensive care unit (ICU). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 due to fever, abdominal pain, and disorientation. The patient was admitted to the hospital. The patient was diagnosed with peritonitis. During the hospitalization, the patient was transferred to the intensive care unit (ICU) and subsequently intubated (date unknown). The doctors do not know the cause of the patient¿s current condition. There is suspicion of perforated bowel or colitis. There has been no answer for the cause of why the patient declined in status. The latest information was that the pd cultures were negative for growth. There was no information available for antibiotic therapy. The patient was scheduled to have the pd catheter pulled on (B)(6) 2025. The patient has been completing hemodialysis during the hospitalization. The cause of the peritonitis is unknown. The clinic does not have any further information pertaining to the hospitalization.

Manufacturer narrative:
Clinical review: peritoneal dialysis (pd) patient reported she went to the ER with high fever and disorientation. The patient was diagnosed with peritonitis and admitted to the intensive care unit (ICU). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 due to fever, abdominal pain, and disorientation. The patient was admitted to the hospital. The patient was diagnosed with peritonitis. During the hospitalization, the patient was transferred to the intensive care unit (ICU) and subsequently intubated (date unknown). The doctors do not know the cause of the patient¿s current condition. There is suspicion of perforated bowel or colitis. There has been no answer for the cause of why the patient declined in status. The latest information was that the pd cultures were negative for growth. There was no information available for antibiotic therapy. The patient was scheduled to have the pd catheter pulled on (B)(6) 2025. The patient has been completing hemodialysis during the hospitalization. The cause of the peritonitis is unknown. The clinic does not have any further information pertaining to the hospitalization. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This peritoneal dialysis (pd) patient reported going to the ER with high fever and disorientation. The patient was diagnosed with peritonitis and admitted to the intensive care unit (ICU). Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the emergency room (ER) on (B)(6) 2025 due to fever, abdominal pain, and disorientation. The patient was admitted to the hospital. The patient was diagnosed with peritonitis. During the hospitalization, the patient was transferred to the intensive care unit (ICU) and subsequently intubated (date unknown). The doctors do not know the cause of the patient¿s current condition. There is suspicion of perforated bowel or colitis. There has been no answer for the cause of why the patient declined in status. The latest information was that the pd cultures were negative for growth. There was no information available for antibiotic therapy. The patient was scheduled to have the pd catheter pulled on (B)(6) 2025. The patient has been completing hemodialysis during the hospitalization. The cause of the peritonitis is unknown. The clinic does not have any further information pertaining to the hospitalization.